Event description:
It was reported that the ilet user experienced difficulty applying the inset infusion set, deploying four in a 24-hour period due to trouble with the applicator, and replacement supplies were requested to avoid running out. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporting party and analysis of information provided by the user. Investigation of this case revealed no device problem found, while a usage problem was identified consistent with incorrect deployment of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.